Manufacturer narrative:
Additional information for section a1:(B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed magnesium results generated on an architect c4000 processing module for two patients. Customer reference range is 1.6-2.60 mg/dl. The following data was provided: sid (B)(6) initial result = 0.68 mg/dl, repeat result on other architect = 1.42 mg/dl sid (B)(6) initial result = 0.68 mg/dl, repeat result on other architect = 1.73 mg/dl there was no impact to patient management.

Manufacturer narrative:
The customer performed a manual cuvette wash and replaced the cuvette washer dry tip. The field service representative (fsr) inspected the instrument and observed an incorrectly installed cuvette dry tip, a misaligned r2 probe at the cuvette dispense position, and poor aspiration at the high concentration waste (hcw) nozzle 1. The fsr calibrated the r2 probe, replaced the cuvette dry tip, and replaced the hcw peristaltic pump tubing to resolve the issue. No additional discrepant result issues have been reported. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances related to the issue. The most recent product monitoring review for clinical chemistry systems was reviewed and identified no similar issues related to the architect c4000 system, instrument parts, or discrepant results as described in this ticket. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect c4000, sn (B)(6), was identified.

Event description:
The customer observed falsely depressed magnesium results generated on an architect c4000 processing module for two patients. Customer reference range is 1.6-2.60 mg/dl. The following data was provided: sid (B)(6) initial result = 0.68 mg/dl, repeat result on other architect = 1.42 mg/dl. Sid (B)(6) initial result = 0.68 mg/dl, repeat result on other architect = 1.73 mg/dl. There was no impact to patient management.